Event description:
During a pta treatment procedure to dilate a lesion in a thrombosed av graft, the balloon broke circumferentially and detached from the catheter. The lesion was located at the site of the arterial anastamosis. The physician had inflated the balloon x3 using manual pressure. While withdrawing the balloon catheter, the balloon detached from the catheter about 4 mm proximal to the proximal portion of the balloon. The balloon catheter was removed and a 3 loop mdtech snare was used to easily retrieve the balloon fragment. The procedure was successfully completed. No patient injury or complications were reported.